Event description:
The PICC was inserted on (B)(6) 2011, in (B)(6). After three courses of treatment, the pt was discharged. She did maintenance in local hosp and never did hard labor and very cautious about the catheter. In midnight of (B)(6), the pt found the catheter was broken, she came to local hosp who referred her to (B)(6). When she arrived in (B)(6) in (B)(6) morning, it was found the catheter slid into the body and close to ra. An interventional procedure was conducted to pull back the catheter.

Manufacturer narrative:
Results of investigation will be filed in supplemental report.